Event description:
On (B)(6) 2012 customer reported that the access 2 instrument generated an erroneous troponin result for one patient that was above the ami cut off. The result was reported out of the lab. The erroneous result was not immediately questioned by the customer because the patient was exhibiting symptoms (symptoms not provided by the customer). Upon rerun, results were negative. Customer stated that no death occurred, however, it is unknown if there was any change to patient treatment. Customer does not have a repeat protocol in place. Service was not dispatched.

Manufacturer narrative:
Device evaluated by manufacturer: no, on-site service was not needed. Eval summary: on-site service was not needed.